Event description:
Meter used in a hospital setting provided a result in the low 300's. An immediate retest with lab equipment returned a result in the 900's. Customer was not treated based on the meter reading. Customer reported two such incidents. But was unable to provided specific information about the meter(s) involved in the incidents.